Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure using a intellanav stablepoint open-irrigated catheter the left atrial appendage (laa) was punctured. The stablepoint catheter was positioned at the laa and mistakenly moved the stablepoint instead of another catheter. The stablepoint punctured the laa and drainage was required. The procedure was cancelled due to the patient complication and required treatment. The patient was not admitted to the hospital. They made a full recovery and were discharged as expected for the procedure. The catheter is not expected to be returned as it was disposed of by the site.